Manufacturer narrative:
MDR 2517506-2019-00369 was filed on 09-oct-2019. Additional information (17-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated human chorionic gonadotropin (hcg) result. Hsc evaluated the information provided and the instrument data files. Instrument data and review of the photometer data during the reading of the patient sample prompted the hsc to recommend preventative maintenance on the optics by cleaning all windows, replacing the lamp, realigning, recalibrating the photometer, and checking cuvette formation. The optics issue was resolved on the system after the recommended maintenance was performed. The patient sample was not requested for return since the repeat testing of the same sample gave the expected results. The customer continues to use the instrument with no further issues. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated human chorionic gonadotropin (hcg) patient result was obtained on a dimension exl instrument. Siemens is investigating the event.

Event description:
A discordant elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl200 instrument. The discordant result was not reported to the physician(s). The same sample was reprocessed twice in a small sample cup (ssc) on the same instrument and lower results were obtained. There are no reports of patient intervention or adverse health consequences due to the discordant hcg result.